Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced angina. In (B) (6) 2009, the physician placed an unknown taxus liberte stent in the mid left anterior descending (lad). Five months post procedure, the patient experienced angina. Angiography preformed six days later revealed a 95% stenosis of the target lesion in the mid left anterior descending. Five days later, the mid lad was treated with a coronary bypass graft surgery (CABG). The patient was discharged 5 days later.